Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth have not come together, they went to their dentist to get crowns to cover the gaps. Their dentist informed them that they are not a candidate for braces due to the shape of their rounded teeth. Patient provided a letter of recommendation that states, patient present to clinic for comprehensive exam. At the time of the exam, patient presented with malocclusion and evidence of grinding. Patient reports that she was using aligners, the treatment lacked clinical observation and teeth were not adequately moved. It is recommended that the patient start invisalign under the supervision of a dentist in order to correct their bite to minimize future damage to enamel. Patient started invisalign and is still in treatment.